Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(4).

Event description:
The patient reported that when attempting to deliver a bolus during dinner, the keypad buttons were unresponsive. There was reportedly no damage to the keypad; the pump was not exposed to moisture and the patient wore the pump in a pocket and did not clean the pump.

Manufacturer narrative:
(B)(4). Device evaluation: a cartridge of unknown lot number has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that the contrast keypad button is unresponsive. An unresponsive contrast button is not likely to cause an adverse event because the issue is generally obvious and detectable by the user and because the issue does not affect the pump's insulin delivery functions. There was evidence of corrosion found under the contrast button key contact.